Manufacturer narrative:
The unit was received with a broken wire on the vibrator motor. The unit had a cracked lcd window, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report the vibrate feature on their device has not been working for several weeks. No further details were provided.